Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited undersensing of the atrial channel, causing inappropriate therapy for atrial fibrillation (af) with rapid ventricular response. As well, it was noted that the device failed to convert a rhythm. Follow up was conducted an the device clinic stated the patient was seen six days after receiving the shocks, the patient had fallen which was associated with the shocks, and the device was reprogrammed. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.